Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a male patient. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 3.73 s/co, neutralizing confirmatory testing was completed: c2 = 1.89 s/co, 100% neutralization a new sample was collected: (B)(6), 2022 sid (B)(6) which generated a nonreactive result. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p11-22 has a similar product distributed in the us, list number 8p11-21.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 32383fn00 and the complaint issue. In-house specificity testing was completed with complaint lot number 32383fn00. Testing met validity and acceptance criteria and the product is performing as expected. Labeling was reviewed and found to be adequate. In this case, confirmatory testing was performed on an initially reactive hbsag qualitative ii result. Repeat testing for the initial reactive result was not performed. Based on the investigation alinity I hbsag qualitative ii confirmatory reagent lot 32383fn00 is performing as intended, no systemic issue or deficiency of the alinity I hbsag qualitative ii confirmatory reagent was identified.